Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the cgm was displaying 400 mg/dl and the patient stated they were "trying to get insulin" based on the 400 mg/dl cgm value. The patient eventually had a seizure and lost consciousness. The patient's wife called paramedics and when they arrived, they checked the patient's bg and it wa 20 mg/dl while the cgm was still displaying 400 mg/dl. The patient was transported to the hospital and was treated with dextrose and when they checked the patient's bg again it was 129 mg/dl while the cgm still displaying 400 mg/dl. The patient was discharged from the hospital after 6-7 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The patient experienced seizure and unconsciousness. The cgm was reading 400 mg/dl and the blood glucose reading was 20 mg/dl. The spouse called paramedics and the patient was treated with dextrose, recovered after treatment, and was discharged 6-7 hours later. There was no documentation of additional medical intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.